Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the contact that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels. The customer discontinued use of the pump and resumed pump therapy using another pump on (B)(6) 2017. The bg levels have been within the target range and the customer thought that the high bgs were due to the first pump that was being used.